Manufacturer narrative:
PMA# or 510k# - k050700, k031049 and k042539. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the directions for use notes that multiple procedures may be required to occlude an aneurysm. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
On 280 days post index procedure, the patient underwent a second procedure to treat a reoccurrence of the aneurysm. During this second procedure a stent was successfully placed with no clinical consequence to the patient.

Manufacturer narrative:
PMA# or 510k# - k050700, k031049 and k042539.

Event description:
Two hundred and eighty days post index procedure, the patient underwent a second procedure to treat a reoccurrence of the aneurysm. During this second procedure a stent was successfully placed with no clinical consequence to the patient.